Manufacturer narrative:
This supplemental MDR is submitted to report investigation results (MDR aware date 27sep2023). The device was received for analysis. Upon inspection, the device met its design specification for the wire body outer diameter, proximal end outer diameter, electrode height, and electrode/heat shrink gap. A visual and dimensional test took place and concluded that the rf wire is within the standard measurements, and no char was observed on the tip of the wire. Additionally, an arc testing was completed to confirm if rf is delivered to the distal end of the wire. All testing confirmed that the wire is working properly, and that rf is being delivered to the distal end of the wire.

Event description:
It was reported that during an ablation procedure, a versacross access solution kit was selected for use, the radio frequency (rf) wire could not perform transseptal puncture as it did not cross the septum. The rf delivery was attempted around five times but crossing the septum could not be performed. To troubleshoot, the staff confirmed that the appropriate amount of the rf wire was exposed outside the dilator. No difficult anatomy was noted during the case which may have contributed to the issue. There were no errors displayed on the rf generator, but the wire wasn't able to cross the septum despite appropriate wire exposure. Upon removal of the rf wire the tip of the wire was black, no damage was noted prior to the procedure. Gentle forward pressure was applied during the duration of the radio frequency application. A new versacross access solution kit was opened the radio frequency wire worked fine and the procedure was completed successfully. No patient complications were reported. The device is available for return.

Event description:
It was reported that during an ablation procedure, a versacross access solution kit was selected for use, the radio frequency (rf) wire could not perform transseptal puncture as it did not cross the septum. The rf delivery was attempted around five times but crossing the septum could not be performed. To troubleshoot, the staff confirmed that the appropriate amount of the rf wire was exposed outside the dilator. No difficult anatomy was noted during the case which may have contributed to the issue. There were no errors displayed on the rf generator, but the wire wasn't able to cross the septum despite appropriate wire exposure. Upon removal of the rf wire the tip of the wire was black, no damage was noted prior to the procedure. Gentle forward pressure was applied during the duration of the radio frequency application. A new versacross access solution kit was opened the radio frequency wire worked fine and the procedure was completed successfully. No patient complications were reported. The device is available for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.